Manufacturer narrative:
Per the tandem trusteel instructions for use: change the infusion set every one to two days, or as recommended by your healthcare provider.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the cartridge and infusion set to resolve the blockage. Customer's blood glucose (bg) level was 22 mmol/l and ketones were present. Customer went to the emergency room and was admitted to the hospital. Healthcare provider identified ketones as dangerous. Customer was treated with intravenous saline and insulin. Elevated bg and ketones resolved with no injury. Customer was discharged on (B)(6) 2026. During pump system check with technical support, customer reported to have been changing the trusteel infusion set every 3 days. Education has been provided to customer that the trusteel infusion set should be changed every one to two days,